Event description:
Rptr had a cardiac catheter through right femoral artery puncture. Catheterization was unremarkable; nothing wrong with heart. However, the device failed to close, slippage of the knot resulting in bleeding. Pt had to remain flat on back 6-7 hrs with compression to control bleeding. Pt had to remain in hosp overnight. Rptr indicates that the knot slipped inside artery and collapsed the artery, cutting off blood flow. Discharged the next day. Immediately inexperienced numbness, burning sensation on bottom of foot and toes when walking short distance. Called dr 3 days post surgery. Dr stated if concerned about symptoms go to local ER. Rptr seen in ER, no pulse except by doppler. Rptr concerned that the ER staff did not believe the rptr's symptoms. One week later, received call from dr to follow up rptr indicated that still having symptoms and foot cold all the time. 11 days post catheterization seen by dr, had immediate ultrasound. Told that knot and buckling of the artery and pucker at the stitch sight. Dr made referral appt with vascular surgeon. One week later saw vascular surgeon who recommended dye study by groin puncture left leg. Two weeks later (5 1/2 weeks post catheterization) had dye study which identified 7 clots, scar tissue. Tried to remove clots without success, unable to do angioplasty due to scar tissue so had right femoral arterial bypass. Now 11 days post-op, rptr states they are in pain and is angry, has incision from arterial bypass. Now 11 days post-op, rptr states they are in pain and is angry, has incision from navel to hip and groin to knee, missed work x 2 weeks and has let down co-workers, states "no one should have to go through this". Not sure if MFR has been notified although the MFR called the vascular surgeon. The vascular surgeon asked the rptr's permission to speak to MFR. Rptr states that MFR has disclaimer indicating that if artery .5mm or less device should not be used. Rptr states no tests done prior to using device to determine if device appropriate for rptr.

Event description:
Add'l info rec'd from MFR 09/12/01: perclose has contacted the field rep to inquire whether he has obtained any other add'l info about the series of these events. There has been no further add'l info made available at this time. The device was discarded by the hospital and a lot number was not provided, therefore, an investigation could not be performed for this event. The cardiologist who performed the perclose procedure has stated that the closure had been successful and did not require any adjunctive compression. Therefore, perclose cannot confirm that these events being reported are attributable to co's device.